Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturing site for investigation. The device history record of lot 160902 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The manufacturing site reports there were 4 battery packs in the set. All battery packs are guaranteed for 18 months from the date of manufacture. These battery packs have exceeded the warranty of 18 months as the product was manufactured in september 2016.

Event description:
Customer reported that the light on the device is not working prior to use on a patient.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported that the light on the device is not working prior to use on a patient.